Event description:
During a procedure, the attaching end of the tunneler broke off making the proline catheter almost useless. However, we were able to save the case using a backup tunneler that is smaller than the one that was provided originally.manufacturer response (as per reporter) for dual pro - line CT basic ir set, dual pro - line CT basic ir setawaiting response